Event description:
Article entitled ¿tourniquet application does not affect the periprosthetic bone cement penetration in total knee arthroplasty¿ written by ahmed jawhar, vera stetzelberger, karl kollowa, and udo obertacke published in knee surgery, sports traumatology, arthoscopy on december 11, 2018 was reviewed. The purpose of the article was to analyze the tibial bone cement penetration with and without tourniquet application in primary tka using the following implant design/bone cement manufacturer (pfc® sigma® prosthesis/smartset bone cement, depuysynthes, warsaw, in, USA). 86 pfc cemented sigma (fb or rp) with smartset cement were involved in the study. 10 knees had their patella¿s resurfaced. 43 knees with tourniquet application and 43 knees without tourniquet application. Adverse events: 5 patients required post-op blood transfusions. 1 patient with dvt ¿ no treatment indicated. 1 patient underwent a revision surgery due to surgical site infection. 1 patient had delayed wound healing, but didn¿t require a revision surgery.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary = no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.